Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a total vaginal hysterectomy procedure, on the first application, the device jaws would not open after completing a dull seal cycle. The surgeon was able to force the handle forward with excessive force to remove from tissue. The surgeon evaluated the condition of the device away from tissue. The device jaws would then close by squeezing the handle, and would remain closed when the handle was released, and could not be corrected. There were no patient consequences. Case completed with a competitive device.